Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. It was reported that during the preparation, the nurse pulled back the white cannula, she found the hook was separated, so she changed to another end, that end was the same, so she changed to another box then it okay. A photo was provided showing the device with the separated blue hooks. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. The label matches the product returned. All device components returned. The photo provided shows the inside of the tray and the two detached blue hooks can be seen, along with the other device components. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter had both hooks completely detached. A dimensional inspection was performed on the loading catheter. The inner diameter was measured and is within the specification. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified both blue hook were completely detached from the ends of the loading catheter. The user stated the knot on the trigger cord was not placed 2cm away from the blue hook. The instructions for use state, "attach trigger cord to hook on end of loading catheter, leaving approximately 2cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." Failure to properly set up the device is the most likely root cause of the blue hook detachment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user stated the knot on the trigger cord was not placed 2cm away from the blue hook, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.